Event description:
Customer called to report the pump was not delivering insulin and their bgs were high. Bgs were treated with manual injections. It was stated that the driver arms moved freely in the locked position. Device was not dropped, bumped, or exposed to moisture.